Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/31/2016, that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2016. Reportedly, the patient took medication containing acetaminophen, calibrated while the receiver displayed the error reading symbol, and did not calibrate at least every 12 hours. No additional event or patient information is available. Data was provided, however finger sticks shown for the time period were accurate when comparing to cgm values. The reported inaccuracy could not be confirmed. A root cause could not be determined via data. Labeling indicates: taking medications with acetaminophen (such as tylenol or excedrin® extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person. Labeling indicates: don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. Labeling indicates: calibrate at least once every 12 hours. Calibrating less often than every 12 hours might cause inaccurate sensor glucose readings, consequently missing severe low (hypoglycemia) or high (hyperglycemia) alarm or alerts.